Event description:
User had an alarm from the analyzer and noted there was billowing smoke coming from the back left side of the analyzer. Operator was not harmed. Patient samples were not involved. The field service representative determined the power supply had burned and replaced it. Performance tests were performed.